Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was repeated as 40 mg/dl and 50 mg/dl. The customer treats for low blood glucose with glucose gel, glucose tablets, then peanut butter and crackers. The customer declined troubleshoot for high blood glucose as well as low blood glucose. The insulin pump will not be returned for analysis.